Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported "radial folds," "sparse cysts," and "nodules on breast."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and seroma.

Event description:
Patient reported "swells and deflates, there's a feeling of milk clotting, seroma, there's a lump on the top of the prosthesis, and the prosthesis is like a wheel that turns. It bends." The device was previous explanted and placed back in the patient's body. Device remains implanted. This relates to the right side.